Event description:
Customer stated the solenoid will fire about 3 seconds into the cycle releasing the lid and the cycle stops with the 30 second.

Manufacturer narrative:
Statspin centrifuge lid pops open after 3 minutes of initiating the centrifuge cycle and wrench light flashes. No injuries were reported. The cause was determined to be from the board.